Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / worsening right side pelvic pain / pain became so severe") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms. She cannot wear fake (or costume) jewelry, due to skin irritation and itching. Concurrent conditions included allergic reaction. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 29 days after insertion of essure, the patient experienced abdominal pain lower ("severe, sharp and stabbing cramping for two to three weeks"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to advance the essure coil into left fallopian tube"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse / pain with intercourse"), alopecia ("hair loss"), arthralgia ("joint pain/ increased joint pain"), headache ("headaches"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia / bleeding became so severe") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to advance the essure coil into left fallopian tube"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse / pain with intercourse"), alopecia ("hair loss"), arthralgia ("joint pain/ increased joint pain"), headache ("headaches"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia / bleeding became so severe") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with medroxyprogesterone (depo provera) and surgery (laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, complication of device insertion, abdominal pain, dyspareunia, alopecia, arthralgia, headache, fatigue, menometrorrhagia, dysmenorrhoea, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia and pelvic pain to be related to essure. The reporter commented: md implanted the essure device in plaintiff's right fallopian tube. Only eighteen days after the essure procedure, plaintiff reported worsening right side pelvic pain in which she was unable to walk, on or around (B)(6) 2015. Plaintiff's pain and bleeding became so severe that she began to miss work and could not get out of bed until the symptoms decreased. After the follow-up visit on (B)(6) 2015, plaintiff was then prescribed minastrin 24 fe 1mg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Hsg showed bilateral tubal occlusion even though only her left fallopian tube was implanted with essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced pelvic pain / worsening right side pelvic pain / pain became so severe. She underwent laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016. Pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / worsening right side pelvic pain / pain became so severe") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms. She cannot wear fake (or costume) jewelry, due to skin irritation and itching. Concurrent conditions included allergic reaction. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 29 days after insertion of essure, the patient experienced abdominal pain lower ("severe, sharp and stabbing cramping for two to three weeks"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to advance the essure coil into left fallopian tube"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse / pain with intercourse"), alopecia ("hair loss"), arthralgia ("joint pain/ increased joint pain"), headache ("headaches"), fatigue ("fatigue"), menometrorrhagia ("menometrorrhagia / bleeding became so severe") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with medroxyprogesterone (depo provera) and surgery (laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, complication of device insertion, abdominal pain, dyspareunia, alopecia, arthralgia, headache, fatigue, menometrorrhagia, dysmenorrhoea, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia and pelvic pain to be related to essure. The reporter commented: md implanted the essure device in plaintiff's right fallopian tube. Only eighteen days after the essure procedure, plaintiff reported worsening right side pelvic pain in which she was unable to walk, on or around (B)(6) 2015. Plaintiff's pain and bleeding became so severe that she began to miss work and could not get out of bed until the symptoms decreased. After the follow-up visit on (B)(6) 2015, plaintiff was then prescribed minastrin 24 fe 1mg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion hsg showed bilateral tubal occlusion even though only her left fallopian tube was implanted with essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction however they cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced pelvic pain / worsening right side pelvic pain / pain became so severe. She underwent laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016. Pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.